Event description:
It was reported that the physician made a general comment that the xience xpedition stents with the length of 33mm appear to have more re-coil than that of the xience v stents. Angiography is always performed to confirm good stent placement. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2013. Date of implant estimated as (B)(6) 2013. It is indicated that the devices are not returning for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the lot history records and complaint histories could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.